Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire fracture occurred. The 80% stenosed lesion was located in the non-tortuous distal lower leg artery. The physician advanced the 300cm luge guide wire towards the lesion, however, the luge guide wire was inadvertently advanced into the totally occluded anterior tibial artery and the distal end of the luge guide wire became stuck in the occlusion. As the physician was attempting to remove the luge guide wire, 'lots of force' was used and the luge guide wire was over torqued. The luge guide wire torqued into a knot and the distal tip of the luge guide wire fractured/detached in the anterior tibial artery. No attempts were made to remove the detached luge guide wire fragment and it remains in the patient. The physician used another guide wire to complete the procedure. No further patient complications were reported and the patient's status is reported as stable.

Manufacturer narrative:
Device evaluated by manufacturer: an examination of the returned device revealed that poly tip is damaged and missing poly. The length of the core wire was within specification, however, the distal 4cm of poly was missing. The core wire was exposed and intact. The outside diameter (od) of the guide wire was measured and found to be within specification. Sem analysis revealed the area at and adjacent to the missing poly was smooth and shiny in appearance typical of heat exposure. This area proximal to the region exhibited a circumferential reduction and shrinkage of the od possibly due to heat exposure. The surface of the poly fracture site exhibited evidence of a twist or torsional motion. No other material anomalies were noted. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical / procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a guide wire fracture occurred. The 80% stenosed lesion was located in the non-tortuous distal lower leg artery. The physician advanced the 300cm luge guide wire towards the lesion, however, the luge guide wire was inadvertently advanced into the totally occluded anterior tibial artery and the distal end of the luge guide wire became stuck in the occlusion. As the physician was attempting to remove the luge guide wire, "lots of force" was used and the luge guide wire was over torqued. The luge guide wire torqued into a knot and the distal tip of the luge guide wire fractured/detached in the anterior tibial artery. No attempts were made to remove the detached luge guide wire fragment and it remains in the patient. The physician used another guide wire to complete the procedure. No further patient complications were reported and the patient's status is reported as stable.